Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00647 thru 3012447612-2018-00650.

Event description:
It was reported that three plugs fractured during installation because the torque limiting handle was applying too much torque. The plugs were removed and replaced with alternative plugs and an alternative torque limiting handle was used to complete the procedure without reported patient impacts. This is report one of four for this event.

Manufacturer narrative:
Additional information: current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned plug was evaluated. The device's threads have fractured off. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. Based on the provided information, a cause cannot be conclusively determined.

Event description:
It was reported that three plugs fractured during installation because the torque limiting handle was applying too much torque. The plugs were removed and replaced with alternative plugs and an alternative torque limiting handle was used to complete the procedure without reported patient impacts. This is report one of four for this event.